Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. 11/9/98 it was reported the gasket was dislodged. Another trocar was pulled because of loss of pneumo. There was no consequence to the pt.